Manufacturer narrative:
Complaint received by manufacturer from the customer ((B)(4)) on 3/10/2021 and manufacturer (galt medical corp) generate RMA for end user in order to return subject complaint device for evaluation. A follow up report will be sent to FDA once subject device returned and evaluation completed by manufacturer.

Event description:
End user sent complaint description to distributer ((B)(4)) and the distributer notified manufacturer (galt) as stated. (It was reported that during a tcar procedure, the micro-puncture sheath came apart in half when removing after tunnel. Both pieces were retrieved and no harm to patient. Silk road followed up and got the following additional information: during the procedure the physician was tunneling the sheath due to a deep carotid. Physician tunneled, .035 wire was advanced into the eca and then during the process of exchanging the micro-puncture sheath for the 8fr sheath the physician noticed resistance. She pulled steady back tension on the micro-puncture sheath and when it came out, we noticed the entire sheath was not intact. The physician then saw the rest of the sheath in the cca through her cutdown and removed the rest surgically. The rest of the tcar went well and patient is doing well).